Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that, the patient visited the emergency room on (B)(6) 2024 , due to a diabetes-related issue while using an insulin pump. The patient experienced a high blood glucose level of 640 mg/dl, caused by a bent cannula. Small ketones were present, but not considered life-threatening by the healthcare provider. The patient attempted to resolve the issue using multiple daily injections (mdi). Treatment in the ER included IV fluids with saline and insulin, which successfully resolved the issue. The patient was released on (B)(6) 2024 , after a one-day stay, with no permanent damage identified by the healthcare provider. No further information available.

Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.